Event description:
Pt's child reported that due to the high results, the parent had low blood sugars and ended up having seizures. During troubleshooting, it was discovered that the meter was in the wrong unit of measurement. The result of 360mg/dl was interpreted as 36.0mmol/l. Reporter believes that the meter has been reading in mg/dl since at least last nov. 2002. He does not know how the meter came to be reading in mg/dl. Due to the meter results being interpreted incorrectly, pt was often experiencing low symptoms leading to seizures. Pt had symptoms of weakness, loss of balance, becoming sweaty, incoherent, and this usually happened very quickly. Pt had experienced 4 different events since nov. 2002. In nov 2002, pt experienced pt's first known seizure. Pt was hospitalized due to seizure related to low blood sugars. No info available related to blood glucose levels or treatment. In july 2003, pt had another seizure related to low blood sugars. Pt was taken by ambulance to hosp where pt was given IV glucose. No info available regarding results or treatments at the hosp. In aug 2003, pt had a seizure. Pt's child found pt lying on floor unconscious and convulsing. Child called 911 and the emt meter read 1.1mmol/l. Pt was then taken to the hosp where pt was given IV glucose. In 2003, pt called pt's endocrinologist regarding the frequent low blood sugar events. The endocrinologist told pt to go to e.r. To have meter and blood sugars checked. The lab result and the pt's meter read within 7% difference. Pt never tested on the meter prior to or during any of these events. Pt had been giving the incorrectly interpreted results to the doctor, who then had adjusted pt's set amount of insulin based on those results. This case is reported due to pt experiencing several events caused by user error.